Event description:
It was reported that the implantable neurostimulator system was explanted due to an infection at the pocket site. Patient status at the time of this report was alive with injury. More than two weeks later it was reported that perioperative antibiotics had been administered. The patient did not have meningitis. Signs and symptoms of infection were incisional wound opening and pocket erosion. Primary location of infection was at the device pocket. The culture was obtained from the device pocket and the type of organism cultured was staph viridans. Treatments included both IV and oral antibiotics and total system explant. Patient outcome was described as ongoing.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type extension; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013-08-20, product type lead; product ID 3550-29, lot # n370655, implanted: (B)(6) 2013, product type accessory; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received reported that the patient outcome was wonderful. Another system had recently been implanted and the patient was doing very well and was extremely happy with the current outcome. No further follow-up was required due to the reported patient status.